Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had been experiencing low blood glucose (bg), down to 60mg/dl with weakness and feeling like she was ¿about to pass out¿. The reporter wanted to confirm that the bg issue was not caused by the pump. The patient¿s low bg was reportedly treated with juice and soda, and the patient reportedly remained on insulin pump therapy. Customer technical support (cts) reviewed the pump with the reporter and found all settings and histories were correct; the time and date were reported to be correct, basal segments were programmed as intended, and advanced features were set as intended. Cts advised the reporter that troubleshooting indicated the pump was functioning appropriately as programmed, and recommend that the patient¿s healthcare provider be contact to discuss the alleged low bgs. Although no pump defects were identified, this complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.